Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station had a power failure was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station and discovered solenoid on half-height drawer 5.1 was short circuited/burnt. Fse replaced solenoid, drawer controller board, pyxibus module controller, and cable ribbon row board on half-height drawer 5.1. Part analysis: visual inspection of the solenoid observed thermal damage along the part electrical measurement of the solenoid noted the component to be shorted visual inspection of both the received drawer controller board and pyxibus module controller observed no issues; however, electrical measurement of both boards noted components to be shorted. Shorted board and solenoid components are one of the symptoms of the issue of a station power failure no further testing was deemed necessary on the solenoid, drawer controller board, and pyxibus module controller parts there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had power failure. The customer reported there was no delay in dispensing medications to the patient. As per part investigation, it was determined that there was thermal damage observed on the solenoid and retractor band cables. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had power failure. The customer reported there was no delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.